Manufacturer narrative:
Additional information: d9, g3, h3, h6, h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the sutures were fully unwound from the retainer, with one suture significantly thinner than the other. It was unclear if the second suture was a frayed segment of the other. The product inspection noted a suture, but no needle was returned. The suture was broken into three segments: segment a (7 3/4 inches), segment b (18 11/16 inches), and segment c (10 1/4 inches), measured with an aluminum rule. Segment a appeared significantly thinner and frayed. Due to the product being returned open and without sealed samples, a tensile strength test could not be performed. The condition of the suture being difficult to remove from the retainer could not be evaluated as it was completely unwound. It was reported that the suture was broken. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that the suture was difficult to remove from retainer. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of suture frayed that is related to the reported condition. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, the suture broke while suturing, specifically in the middle. Additionally, the thread felt stuck when first taken out, although it eventually came out smoothly. An additional new suture was used without issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an operation involving the suture, the suture broke while suturing, specifically in the middle. Additionally, the thread cracked during the operation and felt stuck when first taken out, although it eventually came out smoothly. There was a previous problem with the same kind of thread. The operating room staff speculated whether the damage to the thread was due to clanking. An additional new suture was used without issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.